Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 6.0 x 80, 75cm mustang balloon catheter was selected for use. During preparation, the balloon was inflated 3-4 times. However, it was noted that the balloon ruptured at 18 atmospheres for 2 minutes. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 6.0 x 80, 75cm mustang balloon catheter was selected for use. During preparation, the balloon was inflated 3-4 times. However, it was noted that the balloon ruptured at 18 atmospheres for 2 minutes. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 4mm distal of the distal markerband and extending approximately 34mm proximally across the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified with the device and no patient complications were reported.